Event description:
The event is reported as: complaint alleges: clips did not release when applier was fired. No pt injury was reported. Pt's condition listed as fine.

Manufacturer narrative:
Device sample not returned to MFR in the time for this report. A device history record (DHR) review did not show any issues related to this complaint.